Manufacturer narrative:
Continued h6 (health effect - impact code): f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding device return and device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Lab analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken and opening assessed, as unidentified (tear) opening (shell thickness within specification) .and missing piece of shell assessed, as inconclusive. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.